Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility. The reported issue was found to be caused by a faulty patient board set (printed circuit board). Based on the results of the legal manufacturer's investigation, since the device was manufactured over seven years ago, the failure of the patient board set was likely due to components of the board being worn out over time. The patient board controls the scope, reads out the images, and preprocesses them. A failure of the patient board can result in the reported issue (i.e., the endoscopic image disappeared when the olympus 180 scope was used with the device). The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared when the endoscope of the olympus 180 series was used with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.